Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported problem of 'system error 345' was confirmed in the event history log (ehl) review as 'system error 345' messages, and it was duplicated during evaluation by troubleshooting the device. System error 345 was found to be caused by the thermistor being out of specification and failing calibration. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 345 (thermistor disparity) alarm. The event occurred in the progressive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.